Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: j bone joint surg [br] 2008;90-b:1341-7; doi: 10.1302/0301 -620x.90b 10.19989 - (B)(4).

Event description:
It was reported via a journal article"title: mid-term clinical and sonographic outcome of arthroscopic repair of the rotator cuff". Author : o. Levy, b. Venkateswaran, t. Even, m. Ravenscroft, s. Copeland. Citation: j bone joint surg [br] 2008;90-b:1341-7; doi: 10.1302/0301 -620x.90b 10.19989. The aimed of this prospective study was to assess the mid-term clinical results following arthroscopic repair of the rotator cuff. Between october 1998 and may 2003, 102 patients(women=38, men=64; mean age=57.3 years; age range=23 ¿ 78 years) underwent arthroscopic repair of the rotator cuff were evaluated. During the procedure, for small to medium-sized c-shaped tears, the repair techniques varied from a simple single- row technique with one or two suture anchors to the ¿parachute technique¿. For l-shaped or inverted l shaped tears, a single-row technique with two anchors and side-to-side suture repair was used. For larger tears, or after a repair with the parachute technique, where there was a flap of cuff tissue laterally, they used a double-row technique in a ¿ratchet-loop configuration¿. One pair of sutures is used for the anterior leaf of the tear, and the other pair for the posterior leaf. A number of different suture anchors were used including the fastin rc with ethibond sutures (ethicon), biofastin rc with ethibond sutures (ethicon), with twinfix ultrabraid sutures and the spiralock with orthocord sutures. Reported complications included fraying and degeneration (n=7) in which 3 were treated by tenotomy and four were treated with arthroscopic tenodesis; mild fraying of the biceps tendon (n=8); instability of the biceps tendon (n=5), in which 2 were treated by tenotomy and three with arthroscopic tenodesis; biceps tendon was absent or found to be torn (n=14); subluxed/dislocated (n=5); recurrent rotator cuff tears (n=19). In conclusion, this study stated that arthroscopic repair of the rotator cuff leads to high rates of satisfaction and good functional results, albeit with a recurrence rate of 18.6%.